Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same patient as: 2134265-2012-08328. . It was reported that during a percutaneous transluminal coronary angioplasty, the patient experienced vessel closure and dissection occurred. In (B)(4) 2012, the patient presented with a myocardial infarction. A 2mm emerge balloon was inserted and percutaneous transluminal coronary angioplasty (ptca) was performed in the proximal and mid portion of the diagonal. Following ptca, there was closure of the vessel secondary to presumed dissection which was treated with the placement of a 2.5x20mm promus stent. After the stent balloon removal, despite use intracoronary nitroglycerine, angiogram revealed suboptimal flow within the diagonal. There appeared to be flow entering into the stent and no wash out. Subsequently, a suspected distal edge dissection was noted which was treated with 2.25x8mm promus stent. Additionally, after the placement of the 2.25x8mm promus stent, the "flow within the vessel was bad" and there was high grade ostial lesion which was treated with balloon dilation and placement of a 2.5x8mm promus stent. The patient was discharged on aspirin and clopidogrel the next day.

Event description:
It was further reported that in (B)(6) 2012, the patient was admitted due to chest pain that was non-radiating and was associated with nausea and diaphoresis. Cardiac enzyme elevation was consistent with protocol definition of a myocardial infarction. Two days later, percutaneous transluminal coronary angioplasty (ptca) was performed using a 2mm emerge balloon to treat 80% ostial and mid stenosis in the 2nd diagonal. Following ptca, there was closure of the vessel secondary to presumed dissection. The balloon was withdrawn and a 2.5x20mm promus element plus stent was deployed in the area of occlusion and nitroglycerine was infused. Subsequent angiography showed continued suboptimal flow due to suspected distal edge dissection of the 2.5x20mm promus element stent within the diagonal branch. A 2.25x8mm promus stent was placed in an overlapping fashion distal to the previously placed 2.5x20mm promus element plus stent in the 2nd diagonal. Despite this second stent deployment, the 'flow within the vessel was bad and it appeared that the vessel was a high-grade ostial lesion.' Following this to treat the ostial lesion in the 2nd diagonal and not to compromise the left anterior descending artery (lad), the patient underwent a t stenting procedure with a 2.5x8mm promus stent placed in an overlapping fashion extending back into lad from the 2nd diagonal. A second wire was used to traverse the stent struts and advance to the distal lad. The emerge balloon was inserted over this second wire and ptca was performed. Following this, another 2.5x8mm promus stent was placed within the lad going across the 2nd diagonal bifurcation. Prior to stent deployment, the proximal wire was withdrawn proximally. The diagonal wire was then used to re-cross back into the diagonal. With both the 2nd diagonal and lad re-crossed, simultaneous kissing balloon inflations were performed in all the four stents using a pair of 2.5mm emerge balloons, resulting in excellent angiographic results and timi iii flow in both vessels. The 1st diagonal was treated with pcta using the 2.0mm emerge balloon with 30% residual stenosis. The event was considered recovered/resolved and the patient was discharged.